Manufacturer narrative:
H6: investigation summary a complaint of set leaking during priming was received from the customer. One sample was returned for investigation. Through visual inspection, no defects or damages were noticed on the set. The set was then primed and a leak was observed at the connection site of the y-site and tubing. The set was then inspected under a microscope and a small tear was found. The manufacturing plant was notified and an investigation was performed. A device history record review for model 10013902 lot number 21069794 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The expanders used during the operations have a sharp edge that could provoking a damage to the sleeve tubing. All expanders will be reviewed to make sure no sharp edges on it to avoid any possible damage on the sleeve tubing component. H3 other text : see h10.

Event description:
It was reported that the bd alaris smartsite low sorbing set experienced leakage. The following information was provided by the initial reporter: it was reported by customer that the rn noticed leaking when priming.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite low sorbing set experienced leakage. The following information was provided by the initial reporter: it was reported by customer that the rn noticed leaking when priming.